Event description:
It was reported that the patient recently had an implantable neurostimulator (ins) replacement and was experiencing 'high/abnormal' impedance values. It was noted that the port 0-7 was the correct port and port 8-15 were not being used (expected opens, greater than 40,000 ohms, since no lead was in that port). It was found that all electrodes had normal impedance measurements (tested at 3.0 volts) except electrode 0 (impedances between 11,000 and 20,000 ohms), electrode 1 (impedances between 9,400 and 16,000 ohms), electrode 6 (all around 5,000 ohms), and electrodes 3 and 4 had impedances less than 150 ohms (possible short). The cause of the event was reported as unknown. It was stated that the patient was able to feel stimulation on electrodes 2, 3, 4, 5, and 7. The manufacturer representative would try to reprogram around the abnormal impedance values. It was later reported that the patient had a lead that was not registered in the device registry and it was a 2x4 paddle lead. The manufacturer representative was able to make the appropriate adjustments and the patient was able to feel effective stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3999, product type lead; product ID neu_adaptor_acc, product type accessory; product ID 3999, product type lead. (B)(4).